Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a one lead trial on (B)(6) 2017 and when the patient got up to leave the facility he reported he was not feeling very good. The patient went to the emerigency room (ER) on (B)(6)2017 with complaint of a severe headache. The physician explanted the lead due to a csf leak. A blood patch was performed. The patient is feeling better at this time.